Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 52-year-old patient with a history of coronary artery disease and diabetes mellitus presented with acute myocardial infarction¿related cardiogenic shock, with an initial lactate level of 4.0 mmol/l. An impella cp device was inserted via the right femoral artery prior to percutaneous coronary intervention of the left anterior descending artery. Shortly after device insertion, hemolysis occurred. The pumps p-level was subsequently reduced, and intravenous fluids were administered. A complaint was filed regarding this event. In addition, echocardiography identified a thrombus in the left ventricle; however, this finding was described as not being related to the impella device. The case was classified as a serious injury, and the patient survived.

Manufacturer narrative:
Additional information has been provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information indicates that they gave fluids and were able to wean and remove the impella when the patient¿s condition improved.

Manufacturer narrative:
Corrected information has been provided in d1 and d4. Mechanical interaction with blood (hemolysis): the root cause of the hemolysis was not determined due to inconclusive evidence from the provided clinical details, and unreturned product and logs for further investigation.